Event description:
Customer reported an altitude alarm from the pump. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer initially suspended insulin delivery due to the alarm but was instructed by technical support to clean speaker holes, remove and reconnect the cartridge, and wait before resuming insulin. Insulin could not be resumed with the initial cartridge, so customer was advised to load a new cartridge, which successfully resolved the issue as the alarm did not recur, and pump resumed normal operation. It was confirmed that the original cartridge did not vent properly.